Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a (B)(6) male patient receiving 5mg/ml morphine (unknown) at 0.25mg/day via an infusion pump implanted for non-malignant pain and failed back surgery syndrome. It was reported that on the evening of (B)(6) 2015 the patient experienced gradual onset urinary retention and "heavy urge" that lasted until the next day. Per the hcp, the patient could urinate normally on (B)(6) 2015. The patient also experienced itching that had gradual onset. The reporter noted that five hours prior to the onset of symptoms, the patient had been welding. There were no audible alarms from the pump. The event logs indicated no motor stalls had occurred. The reporter asked about the "possibility of heating up of the pump with the welding." No actions/medical interventions were taken to resolve the reported symptoms. The manufacturer's representative had not heard whether the itchiness had been resolved. If additional information is received the event will be updated.